Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). During the procedure, it was reported that the first pipeline (4.5mm x 20mm) opened up distally; however, the part of the device that was around a severe turn would not open. After failed attempts to open the device, it was corked and removed from the patient. Another pipeline (4.5mm x 18mm) was used and the distal end opened with good wall apposition, but the device did not open in the middle section where there was a tortuous curve. The device deployed completely with the proximal end incompletely opened. After failed attempts to open the device, the physician left the pipeline inside the patient with the proximal end closed. Per update on (B)(6) 2013, the physician attempted to open the proximal end of the pipeline on another date by massaging it open with a balloon (an option presented in the instructions for use, u.s.) And manipulating the guidewires / catheters, but ended up creating a cc (carotid cavernous) fistula and had to sacrifice the right ica with coils and amplatzer plugs. It was reported that the patient had dense left hemiparesis. Same MDR as 2029214-2013-00845.